Event description:
On behalf of (B)(6), a dutch patient organization representing women with health issues following breast implant procedures, we urgently request a reassessment of the institute of medicine (iom) report safety of silicone breast implants (1999). This request stems from a critical omission, identified through patient-led research, regarding the toxicity of amorphous fumed (pyrogenic) silica, a nanomaterial (5-7 nm) used in silicone breast implants. Without proper investigation into materials like amorphous fumed silica, potential causes of serious conditions such as bia-alcl, squamous cell carcinoma, and capsular contracture may remain undetected. This aligns with the FDA¿s priority to evaluate nanomaterials in medical devices. Rationale for reassessmentomission identified by patients the iom report incorrectly states that amorphous silica is non-toxic, unlike crystalline silica. However, the referenced astm stp 732 (1981) shows that amorphous fumed silica can be as toxic to macrophages in vitro as crystalline silica (iarc group 1, carcinogenic). This critical finding was overlooked in the iom report. Lack of research on silica in implants our review of over 12,200 studies on breast implants (pubmed) found fewer than 60 mention silica, with only two addressing fumed silica. Picha & goldstein (1991) identified fumed silica as the most toxic component of implants, a gap not addressed in the iom report. Nanomaterial release and health risks the iom report notes that amorphous silica (21¿27% of the implant envelope) may be released into the body via diffusion or degradation. Bodin et al. (2015) reported a 16% reduction in envelope thickness after 51 months, raising concerns about exposure to fumed silica and its potential role in chronic inflammation and conditions like bia-alcl, squamous cell carcinoma, and capsular contracture. New scientific insights and FDA priorities recent studies, e.g., zhang et al. (2012), suggest that trimethylsilyl-treated amorphous fumed nanosilica may be more toxic than crystalline silica. The echa classifies amorphous silica as stot re 2 (h373), indicating organ damage risk. The FDA¿s 2014 and 2018 nanotechnology guidance documents emphasize the need for toxicological evaluation of nanomaterials, underscoring the urgency of reassessing fumed silica in implants. Patient safety concerns the FDA¿s 2021 ¿black box warning¿ and recognition of breast implant illness (bii) highlight ongoing safety concerns. Symptoms like fatigue, joint pain, autoimmune responses, and serious complications are reported globally, yet often dismissed, possibly due to incomplete toxicological assessments in the iom report. Request we urgently request that the FDA: update the 1999 iom report to reassess the toxicity of amorphous fumed silica and its potential role in bia-alcl, squamous cell carcinoma, and capsular contracture. Initiate independent toxicological research on fumed silica in breast implants, leveraging FDA¿s nanomaterial expertise and collaborating with partners like echa. Provide transparent information to patients about nanomaterial risks in implants, per FDA nanotechnology guidelines. We are available for further clarification or documentation and kindly request a response within 30 days. Reassessing the iom report is critical to patient safety and aligns with the FDA¿s commitment to evaluating nanomaterials in medical devices. Sincerely, links: https://www.ncbi.nlm.nih.gov/books/nbk44788/ page 22 pdf: since the evidence is lacking or flawed that amorphous silica in breast implant shells is available to, or found in tissues of experimental animals or humans, or that crystalline silica is formed or present at any time in women with implants, the toxicology of silica has not been reviewed, https://asmedigitalcollection.asme.org/astm-ebooks/book/1367/chapter-abstract/27798400/effects-of-synthetic-silicas-on-mouse-peritoneal? Redirectedfrom=pdf abstract from astm stp 732 (1981) ¿these results suggest that synthetic amorphous silicas would be pathogenic in vivo (after inhalation or intraperitoneal administration)¿. Https://pubmed.ncbi.nlm.nih.gov/?term=breast+implants+and+silica&sort=date&size=100, https://pubmed.ncbi.nlm.nih.gov/?,term=breast+implants+and+fumed+silica&sort=date&size=100 https://pubmed.ncbi.nlm.nih.gov/1847746/, https://www.sciencedirect.com/science/article/abs/pii/s1751616115000508?via%3dihub aging of retrieved gel breast implants: a comparison between two product generations https://pubs.acs.org/doi/10.1021/ja304907c processing pathway dependence of amorphous silica nanoparticle toxicity: colloidal vs pyrolytic https://chem.echa.europa.EU/100.066.069/harmonised/2032749?searchtext=silica.